Event description:
It was reported that the customer was hospitalized for low blood glucose of 68 mg/dl. The mother stated that the customer bolused 14.0 units for dinner and two hours later she started feeling sick. It was stated that the insulin pump was checked and found that the device had delivered 22.0 units in two hours. The mother stated that the paramedics were called and the customer was taken to the emergency room where she was treated for low blood glucose as her glucose level dropped from 178 mg/dl to 157 mg/dl. Advised the mother to discontinue used of the insulin pump and revert to back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.